Event description:
It was reported that the patient ipg was explanted and replaced. Therapy was confirmed post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. As a result, surgical intervention may be pending to address this situation.